Event description:
A surgeon reported that fibrous particulate was found in the solution in the patient's eye during usage. It was immediately removed during the same procedure and there was no harm to the patient.

Manufacturer narrative:
The complaint sample was not returned. The batch record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).